Event description:
A facility reported the perforator plunged through the inner table even though the normal amount of force was applied. This created an opening in the transverse sinus that was controlled quickly with gelfoam. Incident happened on (B)(6) 2021. The event led to 15 minutes surgical delay and the procedure was completed with a replacement product available. The drill used was a pneumatic midas rex. The perforator clicked in place in the drill and the recommended spring test was performed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Codman perforator was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.